Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 182552: 140 items manufactured and released on 21-jun-2018. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, 126 items of the same lot have been already sold without any other similar reported event. Clinical evaluation. Two years after primary cementless tha the cup is painful and found to be loose. A cranial cavity is present at the implant-bone interface. The cup was possibly a little too lateral, for unspecified reasons it may not have been possible to place it at the bottom of the acetabular cavity with a complete reaming of the superior column. No reason to think that this revision was caused by a defective implant.

Event description:
Aseptic cup mobilization. The surgeon revised cup, liner and head 1 year and 11 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection performed on (B)(6) 2020. From the received photos, no particular or evident signs are present in the components, so there are no particular suspects for a failure device. According to what stated in the clinical evaluation, a possible cause can be related to the surgery and positioning of the implant, but there is no certainty on this.